Manufacturer narrative:
This report is for an incidental finding on the modular cable, which was returned for evaluation after the exchange. There was no allegation against the modular cable. The pump exchange was reported under MFR. #2916596-2019-03423. Manufacturer's investigation conclusions: the evaluation of the returned modular cable identified discoloration of the outer jacket and bend reliefs, cosmetic damage to the outer jacket and inline connector bend relief, and an area of compromised wire insulation. Examination of the modular cable, lot number 187982, found that the polyurethane outer jacket and bend reliefs were discolored yellow/gray. The discoloration of the cable appeared to be gradient and became darker at the inline connector end. Removal of the rescue tape repairs revealed several tears in the outer jacket on the proximal end of the cable at approximately 14-21 inches from the controller connector, exposing the underlying armor layer. Closer examination of the cable found that the darker gray discolored areas of the jacket in the location of the tears as well as on the remainder of the cable showed a cracked surface and had a soft/spongy texture. The outer jacket material appeared to have expanded, causing the ends of the torn polyurethane to push together and overlap. The inline connector bend relief was also noted to be slightly damaged at its proximal end. The evaluation could not conclusively determine the cause of the outer jacket and bend relief damage or discoloration of the cable. Upon removal of the outer jacket, visual inspection of the armor and bionate layers along the length of the cable revealed no evidence of damage. The underlying wires were noted to be kinked near the terminus of the controller connector bend relief. In this location, a breach in the insulation of the black wire (ground line) was identified at approximately 3 inches from the controller connector, exposing the inner metal conductors. The inner conductors of the black wire remained intact and the modular cable passed electrical continuity testing without issue. The observed damage to the black wire appeared to be the result of fatigue failure due to repetitive flexing of the cable at the terminus of the controller connector bend relief. The wires on the remainder of the modular cable showed other areas of minor kinking but were otherwise unremarkable. Microscopic inspection of the wires revealed no additional areas of compromised wire insulation along the length of the cable. Because no other areas of compromised insulation were identified on the wires surrounding the black wire, there was no potential for an electrical short to occur to result in any driveline related alarms or functional issues, which was confirmed through the evaluation of the submitted and downloaded log file data. The heartmate 3 lvas IFU and patient handbook contain information in regards to caring for the driveline and instruct the user to check the driveline daily for signs of damage. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange.